Event description:
It was reported that the customer received intermittent continuous glucose monitor error 42s. The customer successfully resumed insulin delivery. There was no reported adverse impact to the customer.